Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified mid circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device would not cross the lesion. A guidezilla guide extension catheter advanced. However, upon inserting the device into the guidezilla, the shaft broke and separated into two pieces while outside of the patient body. The breakage was caused by the kink noted on the shaft. The procedure was completed with another of the same device. There were no complications reported.